Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (41 mg/dl). The pump was turned off for 2 hours and the customer's room-mate assisted the customer with providing food. Bg elevated to 55 mg/dl. Low bg was due to the pump basal rate being set too high. A temporary basal rate had been set and bg elevated to 62 mg/dl.